Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a jetstream xc 2.1mm atherectomy catheter. Visual examination of the device showed severe buckling and kinking damage on the infusion line from the tip area proximal 18.5cm. The catheter shaft also showed severe damage located 123.5cm to 126.5cm from the tip. Functional analysis was done by completing the setup procedure. Test results showed that device did not rotate as designed due to the extreme damage located on the catheter shaft. The damage on the shaft is consistent with procedural issues. The damage was most likely caused by pushing, pulling and torqueing of the device in a tortuous anatomy or a heavily calcified lesion. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the device lost rotation and the main outer shaft delaminated. A 2.1mm jetstream xc catheter was selected for use for an atherectomy procedure in the right leg. The jetstream catheter was advanced contralaterally through a 7f non-bsc sheath over 0.014 non-bsc wire to the distal popliteal artery. During the procedure, the catheter was bogging down and stopped rotation. The device was withdrawn in rex mode and another attempt was made. However, the same loss of rotation occurred. The device was then removed from the body and the main outer shaft of the jetstream was observed to be delaminated from the inner shaft. The catheter was removed without losing wire position and it was further noted that there was some buckling on the outer layer of the device. The procedure was completed with a non-bsc atherectomy device. There were no patient complications reported and the patient's status post procedure was stable.